Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic when high capture threshold was observed. Lead imaging was recommended. Patient monitoring will continue with follow up.